Event description:
It was reported that the patient developed a moderate hematoma following an implant procedure. The hematoma was not resolved on the follow up appointment. On (B)(6) 2017, patient came in for a scheduled pocket revision procedure. The procedure was concluded successfully and patient was kept overnight in hospital for observation.